Event description:
Ventricular assist device (vad) noted to have debris upon removal from package. The 2nd vad opened and also had same debris. Debris cleaned from 2nd vad and implanted in pt as he was already on bypass and needed placement of vad.